Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had various battery issues. The patient's blood glucose at the time of incident was 300 mg/dl. The customer's insulin pump gave a low battery alert and did not display any battery bars despite the last battery change occurring only two days ago. Troubleshooting was initiated and the customer confirmed multiple battery alarms, including failed battery test, battery out limit, low battery, and weak battery. The customer stated that the sensor feature was off, the backlight is not often used, and the insulin pump was not in vibrate mode. The customer was advised to revert to a medically prescribed back-up plan. A replacement battery cap was offered to the customer but she declined in favor of a replacement insulin pump. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prim anomaly. The insulin pump was also received with corroded battery tube. However, no low battery alerts, weak battery alarms, battery out limit or failed battery noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump powered up properly after battery installation. The operating currents are within specifications. The insulin pump had minor scratches on the lcd window.